Manufacturer narrative:
The device was returned and an evaluation confirmed the customer allegation. The stent was stuck inside the channel. The distal end pink rubber was chipped. There were dents and scratches on the distal end of the device and the adhesive on the forceps cover was missing. The adhesive of the bending section cover was cracked. The objective lens cement was peeled and the seal was uneven. Light guide lens breakage was noted. The ultrasound image signal was missing. It had one full broken element and half broken elements. The insertion tube had a deep scratch due to which it was leaking. The scope connector was loose. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, part of the metal stent was stuck inside the channel of the evis exera ii ultrasound gastrovideoscope. The issue was found during reprocessing. The scope passed the cleaning process. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to insufficient or incorrect reprocessing. Olympus will continue to monitor field performance for this device.